Event description:
Reporter stated that customer received the following results on the mobile system within 10 minutes: 24.5 mmol/l and 5.7 mmol/l. The customer had hypoglycemic symptoms of a headache, shakiness, numbness in mouth and sweating at the time of these results. The customer tested on a competitor device 15 minutes after the results and obtained a 2.7 mmol/l result. The customer self-treated with unspecified item. No adverse event due to the device reported. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.